Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: customer contact reports no patient information is avaialble.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in a stuck valve causing over delivery of pressure during a case. There was no patient injury.